Event description:
It was reported that the patient was scheduled for a revision due to high impedance. The explanted lead has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient was scheduled for a revision due to high impedance. The explanted lead has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The explanted lead was returned for analysis. Product analysis has not yet been completed. No additional relevant information has been received to date.

Event description:
Product analysis on the lead was completed and approved. During the visual analysis of the second portion, both coils were found to be broken. The fracture mechanisms could not be ascertained due to pitting. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the above noted observations, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since a section of the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. No obvious point of entrance was noted other than the identified tube openings and the cut ends of the returned lead portions.